Manufacturer narrative:
The product was not returned for analysis. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient experienced blurry vision everywhere. The lens had been exchanged in a secondary procedure. Clinical reason for the explant was intolerance to blur, not clear distance or near.